Event description:
It was reported to philips that the power cable needs replacement.

Manufacturer narrative:
The authorized service provider (asp) evaluated the device and confirmed the power cod was damaged. The device needs a power cord. The philips representative has identified this as malfunctioning part, power cord. The customer to replace the cord. The device remains at the customer site.